Event description:
Device malfunction: suture retrieval issue (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was withdrawn, there was no suture present. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #1 - proglide (part #12673-03; lot #81012-6h), is being filed under medwatch report #2953144-2009-01540.